Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had surgery on (B)(6) and since then had had a return of symptoms. The patient didn't feel stim and didn't clarify when the patient last felt stim. The patient did not bring their icon with them today. The patient did not recall seeing any messages on her icon but noted she had to replace the icon battery. The caller was unsure if proper cautery guidelines were used during surgery or if there was cautery used at all. The surgical procedure was urethral stricture dilation. Tech services had the caller interrogate the implantable neurostimulator (ins) but there was no indication of a por (power on reset). The ins was on at .55v. It was noted that the patient doesn't make adjustments but the doctor had in the past. The caller moved stim up to over 1v but the patient didn't feel stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va086he, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. Product ID: neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).